Event description:
Customer received a no delivery alarm but did not hear a sound, beep or alarm. Customer performed the self test and no alarm occurred. Pump was delivering but customer worried about audio alarm.